Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy the device lock on tissue. The operation time was extended more than 30 minutes until the problem was resolve. They used another stapler medial to the locked one to resolve the issue.